Manufacturer narrative:
The event of "otitis media" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "otitis media" is considered an unexpected adverse drug experience.

Event description:
Health professional reported the non-serious, non-device related events of ¿chills" and "body aches,¿ and the serious, non-device related event of "otitis media" after a patient was injected in the cheeks with juvéderm volite¿ xc. Treatment was required, noted as ¿prednisone,¿ ¿cefdinir,¿ and ¿fluticasone propionate.¿ outcome noted as ¿recovered/resolved.¿ this is the same event and the same patient reported under MDR ID# 3005113652-2020-00360 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm volite¿ xc.